Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Investigation: one of both complained (B)(4) is available in a decontaminated condition for investigation. Received sample show production date of 2018-04. Batch shown on the sent packaging is 52465368, production date: 2018-10-04. Therefore the two drills were not of the same batch. The drill is broken at the cutting part. The broken drill was examined visually and microscopically with the digital microscope. The dill is broken approximately 13.6 mm after the drill bit. The broken cutting part with the drill bit is not available for investigation. The shaft of the drill shows no scratches or grooves. The breaking surface is very small. There are no hints for any foreign material inclusions like blowholes or other material inclusions. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available it is not possible to determine a definitive root cause for the failure. We assume that the failure is usage related. Rationale: due to the circumstance that we did not receive the broken cutting part with the drill bit for investigation the failure analysis remains incomplete and a definitive root cause could not be determined. We exclude product related error because there are no hints for a material problem. At that time we also exclude a design related error because the market feedback is unremarkable on this matter. There are also no hints for a maintenance problem.

Event description:
It was reported the drill broke intraoperatively. The reporter indicated while drilling the cranium the drill broke. The drilling took place on a separate table, no danger for the patient. It was reported that this event happened on two pieces. It is unknown if both pieces were from the same lot. Additional information has been requested, however, not yet received. Associated medwatch: 9610612-2019-00357.